Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. High pacing lead impedance along with noise reversion episodes was noted on the right atrial lead. No intervention was performed and the device remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient presented for a normal generator change on (B)(6) 2020. The patient has a history of congestive heart failure, valvular disease, atrial fibrillation. It was noted that the right atrial lead has been turned off due to performance issues. The physician indicated that the right atrial lead had a low impedance at some point as well as noise. The patient was found to be in normal sinus rhythm and the physician elected to place a new right atrial lead. Lead was successfully capped and replaced without complication. The patient was stable.